Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
The facility reported an infusion pump that "turns on by itself". Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump, since the last baxter svc event and no pt injury had been reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding the pt's demographics, medication involved, or device programming.